Event description:
It was reported that this 70 y/o male patient's left shoulder was revised approximately 5 years post op. Revision of humeral components, surgeon believes poly dissociated, patient unsure how incident occurred. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product is returning.

Manufacturer narrative:
(H3) pending evaluation: (d10) concomitant device(s): 5645791 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 5677168 - 320-01-42 - equinoxe reverse 42mm glenosphere. 5391850 - 320-15-01 - eq rev glenoid plate. 4997787 - 320-15-05 - eq rev locking screw. 5926731 - 20-20-00 - eq reverse torque defining screw kit. 5924833 - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. 5681653 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. 5913311 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. 5695776 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 5735771 - 320-42-00 - equinoxe reverse 42mm humeral liner +0. 5594502 - 321-20-00 - equinoxe reverse shoulder drill kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported in was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. This disassembly likely also led to backside wear of the humeral liner. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.